Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurring during use on the patient. It was initially reported by the customer that during the operation, the device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on the patient. The customer's reported no irrigation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 3-jul-2025, additional information was received indicating there were no errors noted from the irrigation pump. The issue was discovered after the catheter was being withdrawn from the body after the completion of modeling. The irrigation port is blocked and drained. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of ablation.

Manufacturer narrative:
Device investigation details: a video was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the video provided by the customer, the pentaray nav catheter did not irrigate when the flushing process was initiated. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).